Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain pelvis area') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 12542477, a16629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (right salpingectomy done). Concurrent conditions included hypertension and cyst of kidney. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced thrombotic thrombocytopenic purpura ("thrombotic thrombocytopenic purpura") and pain in extremity ("thigh pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), nausea ("nausea"), abdominal pain lower ("right lower abdomen pain") and arthralgia ("right joint pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the fatigue, migraine, nausea, thrombotic thrombocytopenic purpura, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain and thrombotic thrombocytopenic purpura to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 plaintiff received treatment for dysmenorrhea, chronic pain,pelvic pain, abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding. The patient had previously had a right salpingectomy after an ectopic pregnancy and therefore these coils were left in place discrepancy noted : she didn¿t undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s);(unspecified): not provided. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received : lot number added. Reporters added. Events added- fatigue, nausea, migraine, thrombotic thrombocytopenic purpura, abdominal pain lower, arthralgia, pain in extremity. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain pelvis area') in an adult female patient who had essure (batch no. 12542477, a16629-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (right salpingectomy done). Concurrent conditions included hypertension and renal cyst nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced thrombotic thrombocytopenic purpura ("thrombotic thrombocytopenic purpura") and pain in extremity ("thigh pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), nausea ("nausea") and arthralgia ("right joint pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the fatigue, migraine, nausea, thrombotic thrombocytopenic purpura, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain and thrombotic thrombocytopenic purpura to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2012 now it is reported (B)(6) 2012 plaintiff received treatment for dysmenorrhea, chronic pain,pelvic pain, abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding. The patient had previously had a right salpingectomy after an ectopic pregnancy and therefore these coils were left in place discrepancy noted : she didn¿t undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s);(unspecified): not provided. Lot number a16629 is not a valid lot number. Lot number: 12542477. Manufacture date: (B)(6) 2012. Expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic/ pain pelvis area') in an adult female patient who had essure (batch no. 12542477, a16629-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy (right salpingectomy done). Concurrent conditions included hypertension and renal cyst nos. On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced thrombotic thrombocytopenic purpura ("thrombotic thrombocytopenic purpura") and pain in extremity ("thigh pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines/ headaches"), nausea ("nausea"), abdominal pain lower ("right lower abdomen pain") and arthralgia ("right joint pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the fatigue, migraine, nausea, thrombotic thrombocytopenic purpura, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pain in extremity, pelvic pain and thrombotic thrombocytopenic purpura to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2012 now it is reported (B)(6) 2012 plaintiff received treatment for dysmenorrhea, chronic pain,pelvic pain, abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding. The patient had previously had a right salpingectomy after an ectopic pregnancy and therefore these coils were left in place discrepancy noted : she didn¿t undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s);(unspecified): not provided. Lot number a16629 is not a valid lot number. Lot number: 12542477 manufacture date: 2012-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 plaintiff received treatment for dysmenorrhea, chronic pain,pelvic pain, abdominal pain, menorrhagia, metrorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s); (unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events general abnormal bleeding, dysmenorrhea, abdominal pain, menorrhagia, metrorrhagia were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.